Event description:
The customer stated that she was hospitalized for blood glucose levels above 600 mg/dl. Prior to the event, the customer experienced high blood glucose levels and no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but she didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.